Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
It was reported that during an asls system tibia ex nail procedure, the surgeon inserted two resorbable sleeves over the two 5.00 mm ti angular stable locking screws. As the surgeon started to impact gently to insert into nail, the two screws would not advance with gentle tapping. The surgeon used a driver and impacted with some force to seat the screws. All products were implanted; however, the procedure was extended 15-20 minutes. This is device 3 of 3 for the same event.